Event description:
During a lsh case, the device was being used to seal ip ligament. When the ligament was cut, it bled. The surgeon used another device to effect a seal. No patient harm was reported.

Manufacturer narrative:
Device received with jaws covered in heavy coagulate. Analysis determined the cut jaw contacts, the ceramic hub when fully closing the jaws. However, the device still activated to the correct generator default setting, coagulate and cut to manufacturer specifications with no problems noted.